Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that the ins was burning their back up after 4 days of being in the same group or settings. When pt was asked for the event date, pt stated that all along the ins had been hurting them. Pt mentioned that they've had some surgeries and they all went well. They mentioned that they've had this back problem for some time and it was a terrible problem. Pt mentioned experiencing a fall in the past before the ins was implanted. They also mentioned that they have tried a lot of stuff including intercept procedure and ablation but none of that work and the only thing that was left was the ins. Pt stated that the first one to two weeks with the ins had gone well, but pain then began and continued for some time. Pt added that their healthcare provider (hcp) later ordered another MRI, which showed a large cyst in the lumbar area, along with other issues. Their hcp stated that the only way to resolve the issue was to remove part of the lumbar area and put in spacers. Pt stated that their managing doctor referred them to a different hcp who was a neurosurgeon and they checked their MRI and determined that the ins was put in the wrong side. They said that the ins was located in the area where most of their pain was. They added that the pain got so bad that they prescribed patches that they have put in the ins site itself and it did help a little. The hcp decided to move the ins to the other side to resolve the issue. Pt was scheduled for surgery on (B)(6). Pt stated that the manufacturer representative (rep) tried a new reprogramming approach using the group numbers from the old stim, which seemed to help and provided some improvement, although not complete relief. Pt added that this update was going to be shared with their hcp and reported some improvement over the past few days until early this week, when pt tried different group numbers because switching settings had no longer been causing as much discomfort. Agent instructed pt to continue to work with their hcp to further address the issue. Agent experienced difficulty following the pt as they provided a ton of information but made every effort to document all pertinent information. Additional information was received from the manufacturer representative (rep). Rep stated they had met with the patient on (B)(6) but did not recall if burning was mentioned then. Rep stated that the pt did mention that they were having surgery done by a different physician to revise the placement of the stimulator and that the pressure from the belt could be painful.